Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump detected 'movement in hall sensor counts that are unexpected since the pump did not command motor movement'. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump received repeated error. The device will not be returned for analysis.